Event description:
A hemodialysis user facility has reported that approximately 1 hour into treatment, the dialyzer leaked. The treatment was stopped and the patient's blood was not returned. Estimated blood loss 250cc's . A new system was strung and the treatment was completed. There is no other known ill effect to the patient. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.